Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) and from a healthcare professional (hcp) regarding a trial patient. It was reported that the trial patient experienced diarrhea after the basic evaluation the day prior to the report. It was unknown if the issue was resolved. On 2017-04-27, it was reported that the patient experienced a lot of diarrhea on the thursday prior to the report and one leak episode. They also had gas the past couple of days. They hadn't really worried about it due to being disoriented and stressed. On 2017-05-24, it was reported that there was not a device, therapy, or procedure issue related to the diarrhea and gas. It was likely related to antibiotics. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.